Event description:
It was reported that a boston scientific device was implanted on either (B)(6) 2006 or (B)(6) 2008. According to the complainant, the patient experienced pain due to eroded mesh, as well as, additional medical treatment & procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, oml8072701, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. A second physician was reported with this event, with the same contact info as the first: dr (B)(6).